Manufacturer narrative:
The second lot used during this event: 212342; expiration date: 01oct2023; UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported conflicting results between two (2) binaxnow covid-19 antigen self-tests, both performed on (B)(6) 2022 on a nasal swab. The first test was completed by the consumer in their home and generated a positive result. The second test was performed with a different lot by the consumer with instruction from abbott technical service via the phone and generated a negative result. Confirmation testing was not performed. The consumer performed two (2) additional binaxnow covid-19 self-tests the following day ((B)(6) 2022), both of which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lots 210729 and 212432 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 210729, test base part number 195-430h/ lot 207118 and test kit part number 195-160 /lot 212342, test base part number 195-430wjr /lot 209880. The lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210729 and kit lot 212342 showed that the complaint rate is (B)(4). Respectively. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210729 and kit lot 212342 showed that the complaint rate is (B)(4). Respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample.d4: as this is a case of conflicting result, it is not determined which lot is the suspect product. The lot numbers that were involved in this event are as follows: lot: 210729; expiration date: 14sep2023; UDI: 00811877011408 and lot: 212342; expiration date: 01oct2023; UDI:00811877011408 h3 other text : single use; device discarded

Event description:
The consumer reported conflicting results between two (2) binaxnow covid-19 antigen self-tests, both performed on (B)(6)2022 on a nasal swab. The first test was completed by the consumer in their home and generated a positive result. The second test was performed with a different lot by the consumer with instruction from abbott technical service via the phone and generated a negative result. Confirmation testing was not performed. The consumer performed two (2) additional binaxnow covid-19 self-tests the following day (27dec2022), both of which generated a negative result. No additional patient information, including treatment and outcome, was provided.